Event description:
The field engineer reported that the system displayed a communication failure error message. This error message will cause the system to lock-up or prevent the system from booting up, depending on when the error occurs. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage to the mainframe was adjusted. The system was tested and found to be working as intended and put back into service.